Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise resulting in inappropriate mode switch on the atrial lead. On (B)(6) 2022, the physician elected to cap and replace the atrial lead. The patient condition was unknown.